Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed trouble shooting, replaced multiple parts, and although a definitive cause for the issue was not identified, alinity I processing module, serial number (B)(6), was considered the likely cause for the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6), was identified.

Event description:
The customer observed a falsely elevated alinity I total -hcg result for a 14-year-old female patient sample. The following data was provided (interpretation of results <5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result =33.96 miu/ml, repeat = <2.4 miu/ml, repeat result on another analyzer = <2.4 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Additional information in section b5. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I total hcg result for a 14-year-old female patient sample. The following data was provided (interpretation of results <5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID: (B)(4), initial result =33.96 miu/ml, repeat = <2.4 miu/ml, repeat result on another analyzer = <2.4 miu/ml. No impact to patient management was reported. On (B)(6) 2024, the customer provided an additional falsely elevated alinity I total hcg result for a patient sample. The following data was provided (interpretation of results <5.00 miu/ml is negative, >/=25.00 miu/ml is positive): on (B)(6) 2024, initial result = 32.03 miu/ml, repeat result = <2.4 miu/ml.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I total- hcg result for a 14-year-old female patient sample. The following data was provided (interpretation of results <5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6). Initial result =33.96 miu/ml, repeat = <2.4 miu/ml, repeat result on another analyzer = <2.4 miu/ml no impact to patient management was reported.